Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of ventricular capture was observed during a post-implant follow-up in clinic. The patient is not dependent and was asymptomatic. The physician attempted to reposition the lead, but after retracting, the helix would not able to deploy again. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the capture issue was due to lead dislodgement.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.